Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including leakage testing without duplicating the report. An internal inspection resulted in no findings. Based off device testing and log review, the patient most likely experienced skin irritation from patient preparation or the electrodes used as a burn is not an expected outcome to pads being placed on a patient without energy being delivered. Zoll electrodes are tested for biocompatibility in accordance with iso standards (iso 10993-1, iso 10993-5, and iso 10993-10) and comply for cytotoxicity, skin irritation and sensitization. There is no fault found with the device. The device was recertified and returned to the customer. Review of the device activity logs showed no indication of device malfunctions. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed leakage current test and after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained a burns. Unknown what degree of burns.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.